Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the device was disassembled. The handle cannula was detached with screw dimple drag marks. The working length and the internal pull wire was kinked. The internal sheath was buckled. The side car rx was torn and pushed back. No other issues were noted. The reported event was not confirmed. Based on all available information, it is possible that due to the manipulation or technique used at that time to interact with the device, in conjunction with the tortuousness and patient anatomy to which the unit might have been exposed, may have cause the loss of the device functionality. The force applied caused the separation of the handle cannula before the deployment of the tip. The screw dimples drag marks demonstrates that the screws were tightened enough. The condition of the returned device suggests over manipulation possibly caused by the removal of the device. Therefore, the most probable root cause of the failures discovered during analysis is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 9 mm stone. However, the pull wire broke and the basket was stuck inside the bile duct. With the stone still inside the basket, a hurricane balloon was used to remove the stone from the basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.